Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low impedance. The patient had undergone an ablation procedure the same day as the alert. The lead remains in use. No patient complications have been reported as a result of this event.